Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), blood was found in the tubing. A new iab was inserted. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the rear seal of the membrane . The reported problem was most likely triggered by the leak found on the membrane rear seal. The evaluation confirms the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) to (B)(6) was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6) university. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), blood was found in the tubing. A new iab was inserted. There was no patient harm or adverse event reported.